Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb needle pulled out of hub. It was reported by the customer that nurse administered vaccine to child using stock 25g needle. After administration, it was discovered that the needle was still imbedded in the child despite hub/safety part being removed. Nurse noted the white "glue" usually on top of the hub attaching the needle was not there. Nurse administered vaccine to child using stock 25g needle. After administration, it was discovered that the needle was still imbedded in the child despite hub/safety part being removed. Nurse noted the white "glue" usually on top of the hub attaching the needle was not there.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle pulled out of hub was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.